Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-jul-2023. H6: investigation summary: four protector samples received by our quality team for investigation. Upon visual evaluation, no defects or issues observed. Further testing was conducted and after properly reconnecting the vial and protector, no sign of leakage occurred. A review of the device history was performed for lot 2205101, no deviations or non-conformances related to the reported problem were identified during the manufacturing process. Five retained samples from the same lot were used for further evaluation. The protectors were successfully connected to the vials, ensuring that they fitted correctly. The product was evaluated, and no damage or defects were observed. Functional tests were performed on the samples and no leakage was identified between the protector and the vial. The product undergoes visual and functional testing throughout manufacturing, including leak testing. Based on the investigation results, possible root cause is associated with protector not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical to the vial during assembly.

Event description:
It was reported while using bd phaseal¿ protector p14 leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leaking vial adaptors (p14) on the smaller drug vials. We have had a vial leak on us today after reconstitution: lot # 2205101, bortezomib 3.5mg (B)(6) , not a viscous drug, drug at room temperature, the entire vial had to be wasted, assembly fixture was used, also happening with other small vials like pembrolizumab.

Manufacturer narrative:
A.2. Patient¿s birthday was not provided, (B)(6) 1986 was used based on age of patient. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ protector p14 leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leaking vial adaptors (p14) on the smaller drug vials. We have had a vial leak on us today after reconstitution lot # 2205101 , bortezomib 3.5mg (marcan) , not a viscous drug , drug at room temperature , the entire vial had to be wasted , assembly fixture was used , also happening with other small vials like pembrolizumab.